Manufacturer narrative:
Concomitant medical products: product ID: neu_ins_stimulator, lot#: unknown, product type: implantable neurostimulator. Product ID: neu_ins_stimulator, lot#: unknown, product type: implantable neurostimulator. Product ID: neu_ins_stimulator, lot#: unknown, product type: implantable neurostimulator. Product ID: neu_ins_stimulator, lot#: unknown, product type: implantable neurostimulator. Product ID: neu_ins_stimulator, lot#: unknown, product type: implantable neurostimulator. Product ID: neu_ins_stimulator, lot#: unknown, product type: implantable neurostimulator. Product ID: neu_ins_stimulator, lot#: unknown, product type: implantable neurostimulator. Product ID: neu_ins_stimulator, lot#: unknown, product type: implantable neurostimulator. Product ID: neu_ins_stimulator, serial/lot #: unknown. Product ID: neu_ins_stimulator, serial/lot #: unknown. Product ID: neu_ins_stimulator, serial/lot #: unknown. Product ID: neu_ins_stimulator, serial/lot #: unknown. Product ID: neu_ins_stimulator, serial/lot #: unknown. Product ID: neu_ins_stimulator, serial/lot #: unknown. Product ID: neu_ins_stimulator, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
Ide (B)(4): project 3 ¿ ts epi (big idea) summary: twelve participants have been implanted to date. Twelve participants have completed the first intervention and five participants have completed the second intervention. Six participants are currently in the second intervention of the study. One participant was withdrawn from the study after completing the first intervention due to neurogenic pain with epidural stimulation. The participant had the electrode and the stimulator removed and replaced but still had pain. Diagnostic testing completed by medtronic showed that there was no device malfunction. Reported events: one patient (391_axl) experienced incision site redness and clear drainage required hospitalization to resolve the event. One patient (215_bip) experienced ileus required hospitalization to resolve the event. One patient (215_bip) experienced pain with stimulation and required a medical intervention. One patient (215_bip) experienced ileus required hospitalization to resolve the event. One patient (369_atg) experienced a seroma and required a medical intervention to resolve the event. One patient (369_atg) experienced fatigue, hair loss, vitamin b12 deficiency and ana and double strand dna+ and required medical intervention to resolve the issue. One patient (279_aoi) experienced incisional cellulitis and required medical intervention to resolve the event. One patient (393_awb) experienced possible left fifth phalanx fracture and required a medical intervention to resolve the issue. No specific device model provided.